Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline and network adapter showed network cable unplugged. A field service engineer (fse) found that the operating system firewall was turned on and turned off the firewall, then confirmed the station connected to server. Further, all messages downloaded in application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user encountered an upload processing failure error. The issue was stated to had occurred two days prior but was reported later due to absence from the hospital. The customer attempted troubleshooting steps, including rebooted the device and unplugged/replugged the power cable, but does not resolve the issue. However, there were no delays or adverse events or injuries reported based on this event.